Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received their ins in the autumn and recently they are getting pectoral muscle contractions plus homebody jerks. It appears spontaneously and also when moving the ins. The impedance is abit high on the contact they were programmed to. The hcp changed the contact but stated there is a contact leak and appears to be a surge of brain stimulation leading to pyramidal activation described as shocking/jolting. The effect disappears when the stimulation is turned off, and after changing the contact the patient is programmed to the effect has not been observed. The side effects could not be triggered with stimulation off. No environmental, external, or patient factors contributed to the issue.